Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 9/15/2020. Additiional information: no bleeding occurred. The affected portion on the finger became red. It healed with no treatment. When the surgeon grasped the product once, he could not squeeze out all the adhesive material. Meaning, some of it remained in the product. Then, he changed the position to hold, and grasped the product again. At that time, the piece pricked the finger. He had been using the dermabond for long years, but it was the first timer for him to have this kind of issue. H3 evaluation: both photos and the actual device were returned for analysis. -sample: during device evaluation the applicator was observed with crushed ampoule and dry formulation inside the butyrate tube. The initiated filter is purple in color due to contact with formulation. Also, dry formulation is observed in the exit channel and outside the bulb. The sample reveals a piercing. In addition the device was returned without packaging. The glass shard is not present through the butyrate tube and the bulb, only a piercing in the butyrate tube is observed. These piercings coincided in position. When the glass ampoule containing the adhesive shatters, the broken glass shard can rarely orient itself upon repeatedly/excessive manipulation so that it is perpendicular to the housing; when pressure is exerted on the casing, the shard can protrude through the plastic tubing and the protective overwrap material. -photo: during picture evaluation the applicator was observed with crushed ampoule and dry formulation inside the butyrate tube. The initiated filter is purple in color due to contact with formulation. Also, dry formulation is observed in the exit channel and outside the bulb. The sample reveals a piercing. The glass shard is not present through the butyrate tube and the bulb, only a piercing in the butyrate tube is observed. These piercings coincided in position. When the glass ampoule containing the adhesive shatters, the broken glass shard can rarely orient itself upon repeatedly/excessive manipulation so that it is perpendicular to the housing; when pressure is exerted on the casing, the shard can protrude through the plastic tubing and the protective overwrap material. The photos do not provide enough evidence to determine root cause. Hands on analysis should provide the evidence necessary to confirm the root cause. Possible lots: a manufacturing record evaluation was performed for the finished device batch qbbeht, anx12 and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device batch qabhur, anx1215 and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: possible lots: lot # qabhur, manufacture date: 1/29/2020, expire date: 12/31/2021, lot # qbbeht, manufacture date: 2/19/2020, expire date: 1/31/2022. The following information was requested and obtained. If the further details are received at a later date a supplemental medwatch will be sent. Was the finger pricked by the broken glass of the dermabond applicator? The sales rep reportd that the finger pricked by something like a metal piece, this seemed to be a broken glass of the dermabond applicator. However, we are not sure of it. What was done to treat the shard penetration? No further information is available. Was medical or surgical intervention required? No further information is available. Was there any special diagnostic test performed? No further information is available. What is the status of the surgeon injury today? No further information is available. Was it difficult to break the ampoule (was extra force needed to break the ampoule)? No further information is available. Was the ampoule crushed repeatedly? No further information is available. Can you identify which of the 2 lots provided correspond to the device that was used? No further information is available. Is the product involved in the event available for evaluation? Yes. Device return status? We regularly contact with sales rep about the device returning. No further information will be provided.

Event description:
It was reported a patient underwent an unknown surgery on an unknown date topical skin adhesive was used. During use, the adhesive fluid did not come out from the applicator smoothly, so the applicator was grasped strongly. Then, something like a metal piece was seen and the finger was pricked on it. The lot number is unknown. Further details are not provided. There were no adverse consequences to the patient.